Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event information was requested but, not additional information could be provided. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 18, 2016. (B)(4).

Event description:
End user reports the eakin seal was "too thick" and cut into this stoma. According to the end user, this occurred several years ago and he does not recall any additional information. The end user further reported that he has discontinued use of the product and is using a competitors brand.